Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was blocked. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: the issues are the same as previous reports where the needles are blocked, cannot draw up or if can when try to expel the vaccine, the solution will not flow. Most issues are apparent when trying to draw up a solution. The blockage is not visible, cannot see if prior to using the needle.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was blocked. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: the issues are the same as previous reports where the needles are blocked, cannot draw up or if can when try to expel the vaccine, the solution will not flow. Most issues are apparent when trying to draw up a solution. The blockage is not visible, cannot see if prior to using the needle.